Manufacturer narrative:
An intuitive surgical, inc. (Isi) received the patient side manipulator (psm) involved with this complaint and completed the device evaluation. Failure analysis investigation was unable to reproduce or confirm the customer reported complaint. Visual inspection was performed. The arm was installed onto the system and powered up. Sine cycle and a test drive were performed without any issues. Tests performed via matlab passed. The wrist pulley assembly will be replaced as precaution.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, a steering issue happened with arm 3. Closing the jaws didn't work anymore. During troubleshooting on the patient surgical manipulator 3 (psm) , it turned that the disc drive (axis 6) wasn't moving like intend during sterile adapter insertion. Furthermore, it is not properly aligned with the other disc drives. Trying to realign it, by pressing it in didn't solve the issue. The surgeon was not able to use arm 3 for the ongoing procedure. Nevertheless, the surgery is going to completed as planned under these circumstances. It is planned to have the psm3 replaced. The procedure continued as planned. There was no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system, the system was initially power on without errors. The surgery had been in progress for around 30 minutes when the problem occurred. The service hotline was contacted, the error was detected on arm 3 and the problem was not solved, the technician had to be informed. The operation was completed with 4 arms and with a delay of around 20 minutes.

Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the patient side manipulator (psm) to resolve the issue. The system was tested and verified as ready for use. The psm is expected to be returned for analysis, but it has not yet been received. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when the item has been received and failure analysis has completed their investigation. A log review confirmed the nephrectomy procedure occurred on (B)(6) 2022 on system sh0388. No image or procedure video was provided for review. This complaint is being classified as a reportable event due to the following conclusion: the customer faced a steering issue on the universal surgical manipulator 3 after the start of the procedure. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.